Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors between the svc & rv coil were observed via x-ray. Subsequent follow up reported hv impedance slightly increased. The lead remains implanted.